Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries of the imaging system were replaced. Additionally, the battery charger enclosure was found to be fully functional. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: bi71000163, serial/lot #: unk; product ID: bi71000162, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the battery level indicator was noted to have a red bar. It was reported that one of the batteries was at a critically low charge.